Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Surgeon reported that x-rays reveal disassociation of the head from the stem. Trunnion wear is also reported ("bird beaking"). Patient was asymptomatic until pain began approximately (B)(6) 2019. Patient has not been revised as of the time of report, but rep will report revision when it occurs. Update 23/april/2019 wg: rep reported that patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, black tissue was noted in the patient, and the liner was worn all the way through in one spot. Patient was revised to a restoration modular stem construct with a ceramic head and 36e neutral liner. The shell was not revised.

Event description:
Surgeon reported that x-rays reveal disassociation of the head from the stem. Trunnion wear is also reported ("bird beaking"). Patient was asymptomatic until pain began approximately (B)(6) 2019. Patient has not been revised as of the time of report, but rep will report revision when it occurs. Update (B)(6) 2019 wg: rep reported that patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, black tissue was noted in the patient, and the liner was worn all the way through in one spot. Patient was revised to a restoration modular stem construct with a ceramic head and 36e neutral liner. The shell was not revised.

Manufacturer narrative:
Corrected data: gender, g2 - initial reporter type an event regarding disassociation and wear involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event of disassociation was confirmed through clinician review of the provided medical records. The event of wear was confirmed through material analysis of the returned device. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 29 september 2020. This inspection indicated: biological material was observed on the stem. Damage was observed on the medial and posterior surfaces of the implant consistent with the explantation process . Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. A material analysis has been performed. The report concluded: the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm f1537 alloy. The adhered material on the inner taper of the head was consistent with material transfer from the stem. The imbedded debris on the liner was consistent with material transfer from the stem. Scratching, third body indentations, were observed on the articulating surface of the acetabular insert. The yellow discoloration observed on the insert is consistent with the absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the reported event. Need office/clinical reports, pathology report, and examination of the explanted components, etc. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusion: the reported event was confirmed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and a CAPA. No further investigation is required. If further information becomes available, this investigation will be re-opened.